Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced repeated pairing failures with a freestyle libre 3 plus sensor used with the ilet system, and after multiple attempts to reconnect, the sensor continued to report failure and required replacement. Investigation included troubleshooting and education on sensor change and pairing procedures. Investigation of this case revealed a cgm communication and pairing failure associated with the cgm sensor component, consistent with device malfunction of the sensor rather than the ilet controller. No clinical symptoms associated with loss of glucose data availability due to cgm sensor failure reported. Outcomes included interruption of cgm-based automation and the need for a new cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-related malfunction that necessitated sensor replacement.